Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implanted device system exhibited high amplitude non physiologic artifact in combination with baseline shifting. The field suggested the possibility of sense b related issues and contacted technical services for troubleshooting recommendations. An in office evaluation was later completed which confirmed primary vector programming was able to recreate the observed artifacts with body posture changes while the secondary sensing vector illustrated increased sensing stability while performing the same body movements. The device system was reprogrammed to secondary and an x ray image taken which also confirmed no obvious lead integrity issues. To date, this device remains implanted and in service.